Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and bent/kinked, while wearing it on the leg. For treatment, the patient would usually take a glucose tablet, drink water and then change out the pod. The pod was discarded.